Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. The returned sample revealed that it was received one unopened sample that pertain to product code j772d, lot tbmlpl. During the visual analysis of the returned sample, it was observed that the printed description of the needle and suture on the foil for product code j772d did not match with the lid holder in the winding former and needle suture received. The ethicon juarez team and ethicon san angelo team performed a further analysis to determine if the complaint represent a defect/or a process deviation. Based on objective evidence from juarez and san angelo: juarez did not run mix combination on the same equipment where the incident batch tbmlpl was processed in all of february month. Manufacturing equipment inserts automatically the lid and has a 100% vision system to read 2d code. The last time san angelo site ran combination of mixed pieces found inside the foil package on fifm1 was 11 batches prior to incident batch tbmlpl. In addition, tdmddx (4/13/23) and sgmmht (06/29/22) were evaluated and they did not represent a contributor to the mix reported by jjkk. Therefore, there is no objective evidence to indicate that product mix was generated at the manufacturing sites. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, when opening the box of 3-0 needle-sutures, it was found that a package of 4-0 needle-sutures was also mixed in. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: are there photos available for visual analysis? Please include photos where the lid is visible. A photo was uploaded. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep: (B)(4).